Event description:
The dr claims that the pt underwent bypass grafting and graft replacement of coarctation of the aorta with right aortic arch 19 years ago. The aortic arch replacement and bypass grafting was done from the ascending aorta to the descending aorta. On 12/2000, the pt developed hemoptysis and the chest CT revealed a thoracic aortic aneurysm [taa] of 40mm diameter at the anastomotic site of the previously implanted graft. It was diagnosed as a psuedoaneurysm due to laceration, with a definite tear on its wall (immediately above the guideline), of the previous graft. The old graft was replaced with 20mm hemashield woven double velour graft. After the operation, the pt was transferred to the ICU in a good condition and is doing well now. Note: the name of the implant hosp and exact implant date are unknown and appear, at this time, to be unattainable.